Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A inventory management specialist reported that during implantation of intraocular lens, when lens was deployed, it came out upside down. As the patient's eye was too small to manipulate the lens, it was removed and replaced with another lens. Additional information has been requested.